Event description:
It was reported by the customer that their sensor was not blinking when attached to the charger. During troubleshooting, customer was asked to charge device for 8 hours and check the device for damage. Customer stated no damage to the device and will charge for allotted time. Customer's blood glucose level was 58 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.